Manufacturer narrative:
The reported complaint was confirmed. Per data log analysis, on (B)(6) 2022, the logs show the alert probe of the level module was frequently changing status from coupled to uncoupled and back to coupled. When level detection is turned on, this will cause a level not attached alert. Sometimes the status changes so fast that an alert tone would have occurred but no other indication would have been given to the user. The log confirms the complaint. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Per clinical review: on (B)(6) 2022, the team experienced a problem with their heart lung machine (hlm) while on cardiopulmonary bypass, whereby they were getting level alert alarms with no visual alarm showing on the central control monitor (ccm). There was no delay, no blood loss, no change-out, and the surgery was completed successfully with no adverse event.

Manufacturer narrative:
The field service representative (fsr) could not verify the reported complaint. The level sensor and level module passed all testing. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the yellow level sensor had intermittent level alert alarms with no visual alarms displayed on the central control monitor (ccm). The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.